Event description:
It was reported that patient in m2a 38mm clinical study underwent total hip arthroplasty in early 2004. Subsequently, patient underwent revision procedure in 2007, due to pain prosthesis, fibrous ingrowth acetabulum.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.